Event description:
Report received of an overdelivery in 2005, the pump was programmed to deliver normal saline at 50 ml/hour, and 1mg/ml of morphine in the pca + continous mode, with a 3mg/hr continour rate, a 2mg pca dose, a 10 minute patient lockout and a 4 hour limit of 50mg. The customer contact reported at 0130, the pump was alarming and the display message read ;check syringe. When the nurse entered the patient's room with a new syringe, noted there was 20 ml remaining in the syringe had infused. A new syringe was then inserted into the pump. The nurse reported that between 0200 and 0245, 30 ml from the new syringe had infused. It was unspecified if the device alarmed for an empty syringe at that time. The nurse reported that the patient was alert and oriented times three and respirations were 20. The patient "does not really recall pushing the button." Reportedly, the patient's IV had infiltrated. The customer contact indicated that "narcan was at the bedside all night. Pca discontinued for the night per doctor's order." There were no reported adverse patient effects. No medical interventions were required.